Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor was not working. As a result, an alternate device was employed. There was no delay. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) tested the flow sensor and found that it was showing dashes and no flow. The fsr also tested the flow module and it functioned as intended. He replaced the flow sensor. The unit operated to the manufacturer's specifications. The flow module was part number: 802018, serial number: (B)(4), UDI: (B)(4). This complaint is related to (B)(4) / MFR#1828100-2022-00196.

Manufacturer narrative:
Updated block: d9 during laboratory analysis, the product surveillance technician (pst) connected the flow sensor to lab use only (luo) testing equipment. The flow sensor passed all testing successfully. It was determined that the flow sensor met specification. Per data log review, the flow module was reported to stop working on (B)(6)2022, but the log only covered (B)(6)2022. On that date, the flow module reported many couplings to a tube with fluid (which indicated uncoupling), and multiple sensor disconnected events. There was no way to know from the log if the sensor was actually uncoupled/coupled/disconnected.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.